Event description:
A customer contacted beckman coulter inc. (Bci) in regards to lh780 instrument not generating any blast flags for a specimen ran several times in auto mode on a known chronic lymphocytic leukemia (cll) patient. Re-run on the coulter gens system produced instrument generated nrbc flags, but also did not flag for blast. Manual review showed small lymphoblasts. The erroneous results were not reported out of the laboratory. No death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
Sample was collected in a 3 ml vacutainer tube and sampled within 8 hours. The instrument is within qc specification with respect to controls (accuracy) and reproducibility (precision). Controls are run twice daily. Controls were run before and after the incident and recovered within assay ranges. Review of the raw data provided that the cll cells appear in the small lymph region and the algorithm sets a nucleated red blood cells (nrbc) flag, because nucleated red blood cells can appear below lymphocytes service was not dispatched for this event. A clear root cause can not be determined for this event.